Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Customer is using product off label. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting false positive flu b results on 5 patient specimens when validating the assay (no patient results reported, each event will be reported separately). Customer states the patients ran negative for both flu a & b prior to testing positive for flu b. No other confirmatory testing performed. It is noted that the customer is using 1 collected patient swab to run both tests by taking the same swab and placing it into another liquid reagent tube to run the other test (off label use). Report 3 of 5.